Event description:
Kimberly-clark received a report stating, " when intubating the patient, the tube failed during intubation in the or. There was no patient harm. Had to switch to a new tube, with no further issue. The tube looks intact, it may be the balloon that broke."kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event.the device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event.information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned by customer.

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. Two sample devices were returned. No packaging was received with the samples and the lot numbers are not on the product. Both samples have significant buildup of biological matter inside the tubing. On the first sample the cuff is ruptured, with a large hole extending from proximal to distal end. The proximal and distal cuff collars are intact and attached to the tubing. On the second sample the cuff has a large hole near the distal end. The proximal and distal cuff collars are intact and attached to the tubing. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.